Event description:
It was reported that during the meniscus repair surgery, t1 and t2 were deployed simultaneously. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during the meniscus repair surgery, t1 and t2 were deployed simultaneously. The t2 anchor was removed. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection showed the t1, t2, and suture were not returned. The actuator is in the pre-t1/post t2 position. There is bio debris present. A functional evaluation showed the actuator cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.